Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was provided and is pending evaluation. No product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.